Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was rebooted to resolve the issue. No patient information provided to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).